Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. Reportedly the customer went to the hospital on the advice of this healthcare provider. Customer declined to troubleshoot the issue with tandem technical support; therefore, the allegation could not be confirmed.